Manufacturer narrative:
This report is submitted on may 11, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: the implanted device remains.

Event description:
Per the clinic the patient experienced a magnet dislodgement during an MRI resulting in pain and swelling at the magnet site. Revision surgery to replace the magnet was completed on (B)(6) 2017.